Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on the investigation findings, considering that the issue was not systematic and was not reproduced, the root cause of the event was addressed to a temporary communication error between the hkr processor board and the shaft angle encoder. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 double roller pump 85. The incident occurred in UK. A livanova fse (field service engineer) was dispatched to the facility for investigation and could not confirm the reported issue. Customer showed to fse photographic evidence of the failure. Thus, fse replaced both rotary encoder and hkr board as precaution. Following testing of the unit passed successfully. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 'shaft angle encoder' error displayed onto s5 double roller pump 85. The event occurred after the procedure. There was no patient involvement.